Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements. It was thought the lead may have micro-dislodged post implant one month earlier. Impedance and intrinsic measurements were within normal measurements. A decision was made to reposition this lead. A stylet was advanced through the lead, however the lead could not be repositioned. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. The lead was intentionally severed during the removal process. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
- -